Event description:
Customer observed falsely elevated total b-hcg results on multiple patient samples. One result was reported to the physician, but no treatment was initiated as a result and a corrected report was issued. Biased results of the magnitude observed may lead to innappropriate physician action. Thre was no report of patient harm as a result of this event.